Event description:
It was reported that two days after the device was changed out, an alert was triggered for high impedance on the right ventricular lead. A loose set screw was confirmed. The lead was repositioned and the device and lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the patient received shocks. A lead integrity alert was triggered on the right ventricular (rv) lead and noted a high impedance spike and oversensing. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that two days after the device was changed out, an alert was triggered for high impedance on the right ventricular lead. A loose set screw was confirmed. The lead was repositioned and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.